Event description:
Treatment of an aneurysm. It was reported, the guidewire perforated the vessel during navigation to the (B)(4). It was reported the pt expired.

Manufacturer narrative:
The device involved in the event has not been returned for eval. (B)(4).